Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va006vq, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-may-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had their device replaced due to normal battery depletion and the lead became loose or bad, so the hcp decided to replace it. The patient was in a motor vehicle accident and alleged that it is related to the issue.